Event description:
Information received from the field notes that during trans- telephonic monitoring, a loss of capture was observed. The sale s representative saw the patient to check the device and found no capture in bipolar or unipolar onn both channels. The patient had an intrinsic rhythm of about 70 bpm.